Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device will not boot up. There was no reported patient involvement.

Manufacturer narrative:
One processor pca and one therapy pca were returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board or therapy board. Philips cannot rule out a malfunction of the processor pca or therapy pca at the time of the reported event. The cause was not determined.